Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received, however, the device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after pre-dilating the lesion, via femoral access, while positioning a 2.25x8 rx xience xpedition stent delivery system (sds) in the mildly calcified lesion of a mildly tortuous unspecified vessel without difficulty and without resistance, and prior to attempting inflation, blood was noted to be leaking from the balloon inflation port; inflation was not attempted and it was then noted that the rx xience xpedition mid shaft had separated in the patient anatomy. The proximal end of the shaft was removed with the guide catheter, leaving the guide wire and distal shaft end in the patient. Unspecified medical intervention was performed to retrieve the distal segment of the xpedition. Another rx xience xpedition was successfully used to complete the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.